Event description:
Result was 542 mg/dl. Emts were called and they checked pt's glucose at 176 mg/dl. Relative gave 5mg of glyburide and the emts did not provide treatment. User had used expired test strips. Controls were not used. The device was replaced and requested to be returned for eval.